Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty compressor. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device's compressor would not run. Complainant indicated that there was no patient involvement in the reported malfunction.